Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached extension set luer adapter was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that the arterial stat lock tubing disconnected from the connection from the luer lock to the tubing. Tubing available. Event did not involve an urgent/life threatening medical situation.

Event description:
It was reported by customer that the arterial stat lock tubing disconnected from the connection from the luer lock to the tubing. Tubing available. Event did not involve an urgent/life threatening medical situation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.